Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to a non-specific product performance anomaly. No additional adverse patient effects were reported. This device has not been returned.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to a non specific product performance anomaly. No additional adverse patient effects were reported. This device has been returned. Additional information was received indicating that the reason for explanting this product was due to noise oversensing on the right ventricular (rv) lead channel. No additional adverse patient effects were reported. This device has been returned.